Event description:
The customer reported that the system displayed a precharge voltage error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The number one circuit breaker was reset, tarball files were sent, and the electrical system voltages and milliamperes were loaded and checked. The system was tested and found to be working as intended and put back into service.